Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. A cartridge change was performed to address the issue. Blood glucose level was 182 mg/dl.